Event description:
It was reported that the asymptomatic patient presented for follow-up in backup vvi. The hardware elective replacement indicator byte and ID byte were both checked, resulting in an -operation failed- message. Due to telemetry corruption and lack of previous measured data, further troubleshooting could not be performed. Pulse generator replacement would be scheduled due to unresolved backup vvi status.

Manufacturer narrative:
No medwatch form was received.